Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a vehicular accident with his truck in which he fell through the front window and hit his head when he fell onto the street. Hearing performance with the device has been affected. Re-implantation is planned but not yet scheduled.

Event description:
The recipient had a vehicular accident with his truck in (B)(6) 2017 in which he fell through the front window and hit his head on the street. Hearing performance with the device has been affected. The recipient could hear sounds with the device, but no speech perception. The recipient had single-sided deafness for many years. Re-implantation took place on (B)(6) 2018. Per device explantation report the electrode lead on the skull was in part on the bone embedded in connective tissue. No method of immobilization had been applied and an implant bed of 2-3 mm had been drilled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head occurred and has probably weakened the fixation of the active electrode, resulting in electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damage found during device investigation is most likely related to the explantation surgery. This is a final report.